Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of 125 ohms. It was noted that the impedance had been chronically high, within range up until this point. Technical services (ts) discussed programming options. The device remains in service. No adverse patient effects were reported.